Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two glucose (glu) results generated by unicel dxc 800 pro synchron clinical system that exhibited false low results when run in duplicate. The erroneous results were not reported out of the laboratory. The other patient results were reported. There was no effect to the patients or to the user.

Manufacturer narrative:
Qc had been running within +/- 2sd prior to the event. While working with bci hotline, the customer discovered the glucose reagent volume was low and decided to change to a new cartridge. After changing the reagent to a fresh cartridge, the customer ran a successful precision run and qc was recovering on the established mean. Service call was not requested or initiated. The root cause appears to be the reagent cartridge.